Event description:
It was reported that the right ventricular (rv) lead was capped and replaced for unknown reasons. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that follow up information was received that indicated that the right ventricular (rv) lead had high impedance and exhibited noise. The lead triggered a lead warning.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.